Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument cable snapped. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of grip cable broken proximal to be related to the customer reported complaint. The instrument was found to have one grip cable(s) broken at the proximal end in the housing. The grip cable was broken at/near the clamping pulley. The clamping pulleys did exhibit signs of residue that would have contributed to the broken cable. Additionally, the instrument was found to have severe corrosion of the clamping pulleys on inputs #5 (pitch), 6 (grip), and 7 (grip), located in the instrument's backend. The pulley surfaces exhibited an orange discoloration that was resistant to removal by wiping. Also, the instrument was found to have corrosion on the bearings. The grip, pitch, and roll input disk bearings have oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearings.